Event description:
Prior to use on patient, staff inspected ICU medical IV tubing due to ongoing concerns with contaminations. Staff observed primary plum tubing set to have a black spot in the chamber.